Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the very tortuous and very calcified circumflex artery. A 182cm luge¿ guide wire was advanced to the lesion. A balloon catheter was delivered over the wire and the balloon was then deflated. The physician encountered problems in trying to wire the obtuse marginal (om) branch. It was noted that the tip of the wire broke off. The location where the wire tip broke off was too difficult to navigate and to deliver a snare for retrieval. The detached tip remained in a small branch of the om. The procedure was completed with a different device. Stenting was then performed. No further patient complications were reported and the patient's status was fine. The physician noted that the anatomy and the disease was very challenging which may have contributed to the event.